Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital for ventricular tachycardia (vt) and was noted to have a fever. The patient¿s blood work demonstrated a staphylococcus aureus infection. The implantable cardioverter defibrillator (ICD) system was removed. The patient was treated with antibiotics. A new ICD system was implanted. No further patient complications have been reported as a result of this event.